Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) technical service engineer (tse) assisted the site to remove the endoscope from patient side cart (psc) and vision side cart (vsc) and then reboot the system. The endoscope was working as intended after reboot. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) from offsite and reported staff was having an issue with the endoscope horizon. The horizon was 180 degrees off. Staff had tried two endoscopes prior to contacting tse but issue persisted. Tse reviewed logs and observed error 48218 on an endoscope. The system was rebooted and then the endoscope was moving normally. The procedure was completed as planned with no reported injury.